Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was not determined. The patient reset and charged the device to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s implant was dead and quit working on them. The patient reported that the implant was not connecting. They stated they contacted their doctor and ¿it¿s not even picking up on him.¿ the patient was told to call the company. The patient confirmed they tried the patient programmer (pp) and stated they charged their implant three nights before this happened. The patient noted they went to work and got electrocuted from working with wires at work. They confirmed the shocking was not from the implant. They stated it only charged up to about half way. The patient reported they then waited a couple of days and went back to charge again, but the recharger would not connect to the implant. The patient confirmed the ins recharger (insr) showed the reposition antenna screen. They also stated the pp showed that it was not connecting nor locating as well. The patient confirmed they were electrocuted by a wire at work on the evening of the (B)(6). The patient confirmed the issues they were having occurred after the electrocution. The patient reported that since the implant went off, their legs had been going back to sleep. They could not feel their legs and stated they were numb and tingly. They noticed this when they were driving, sitting, or standing, but mostly when they were driving. The patient was redirected to follow up with their healthcare professional (hcp) since they were unable to communicate with both the insr and the pp. No further complications were reported. Follow up was conducted.